Event description:
The lead was returned with no information to the manufacturer after being explanted. Follow up was obtained and indicated that the lead was capped and replaced back in 2005 and was explanted as it was no longer needed. However, at the time of explant the tip of the lead was in the ostium of the coronary sinus so it was assumed that the lead was originally capped due to a capture/threshold issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analysis found that the outer insulation had breached environmental stress cracking. The proximal conductor was distorted and the distal conductor was stretched. All conductors had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking, was torn and had a cosmetic depression. The inner insulation had cosmetic metal ion oxidation and cosmetic environmental stress cracking. The helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue on the helix. The lead was stretched.